Manufacturer narrative:
(B)(4). Manufacturing evaluation performed; sterilization process review; results pending completion of evaluation; conclusion not yet available.

Event description:
In a review of the following published literature, these findings were noted: title: ¿postoperative results for frontalis suspension surgery using ptfe sheets (gore-tex®)¿ authors: rino aya, kiwamu kojima, shigehiko suzuki. Journal: journal of japan society of cranio-maxillo-facial surgery (0914-594x) vol 32 no.3 page197 (2016.10). On (B)(6) 2014, the patient underwent frontalis suspension surgery using a gore preclude® dura substitute (pdx-03050). On (B)(6) 2015, the patient developed chalazion around the treated site. The patient had a history of chalazion in untreated areas. The chalazion healed once but it reoccurred on (B)(6) 2015. On (B)(6) 2016, abscess formation was observed under the orbicularis oculi muscle. On (B)(6) 2016, the pdx-03050 was removed from the patient, and the treatment site was washed. The patient is doing well without any other complications.

Manufacturer narrative:
A review of the manufacturing and sterilization records for the device verified that the lot met all pre-release specifications. Per the gore preclude® dura substitute instructions for use (IFU), possible adverse reactions may include, but are not limited to infection. Additionally, IFU warns that use of this product in applications other than those indicated has the potential for serious complications, such as suture pullout or failure of the repair.